Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer's niece ((B)(6)) states that she was told by her dr. To call us to get a new meter. States that she feels well and requires no medical attention needed. The customer's expected blood results are 115mg/dl fasting. Verified the strips expire 11/22/2017. Customer is unable to confirm the storage or open date of the test strips. Reviewed meter memory: (B)(6). Customer is concerned with results on (B)(6) 2015 at 10:05pm 93mg/dl & at 5:43pm 237mg/dl. Customer states that the meter is not working, the meter is giving blood results all over the place. Customer states that in the evening the results are high, but at night she is getting low result. Adverse event not reported.